Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported being unable to received sensor scan results from their adc freestyle libre, due to a sensor error code after 11 days of use. The customer subsequently became dizzy and shaky and indicated that he was unable to self-treat. Paramedics were called, who received a reading of 54 mg/dl on their hcp meter. The customer was diagnosed with hypoglycemia and administered "oral injections" for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A customer reported being unable to received sensor scan results from their adc freestyle libre, due to a sensor error code after 11 days of use. The customer subsequently became dizzy and shaky and indicated that he was unable to self-treat. Paramedics were called, who received a reading of 54 mg/dl on their hcp meter. The customer was diagnosed with hypoglycemia and administered "oral injections" for treatment. There was no report of death or permanent impairment associated with this event.